Event description:
It was reported the pt recently bent over to pick something up and felt a pulling sensation at the incision site. The pt stated he has not felt stimulation since that time. Diagnostic testing identified impedance issues. Reprogramming did not resolve the issue. X-ray imagery confirmed the lead had migrated. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.